Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.

Event description:
It was reported that the pt experienced a post-op condition with the use of calaxo screws. Pt complained of bone pain post-operatively. Sales rep did not know if the pt needed or received any additional treatment.